Manufacturer narrative:
B3: event date is estimated. D6b: explant date is estimated.

Event description:
It was reported that the patient had a burning sensation at the ipg. Surgical intervention was undertaken around (B)(6) 2023 in which the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.